Event description:
During thr, we had difficulty removing the above mentioned extended range of liners with normal technique. The case was completed as originally planned with a procedural delay of approx 30 minutes.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was discarded and was not returned to the MFR. Add'l info including x-rays and medical records was not made available either. Should add'l info become available, the eval summary will be submitted in a supplemental report.